Event description:
While preparing endoclip for use in a procedure, the surgeon squeezed the handle of the device but the handle did not spring back. Device was taken out of the sterile field and replaced without further incident.